Event description:
Removal of right breast implant dur to infection. Infection resolved on 12/16/1999 and new implant inserted.

Event description:
Removal of right breast implant due to infection. Infection resolved in 1999 and new implant inserted.